Event description:
It was reported the pt has been experiencing difficulties initiating communication between the ipg and the external devices. Replacement external devices were used to no avail. The pt has been referred for an x-ray of the scs system. The pt is working with his physician to determine a resolution to the issue.

Manufacturer narrative:
Correction/removal reporting number: add'l # 1627487-05242011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.